Event description:
The patient experienced pain in her mid-back to front along the implant area starting in july. There was no fall or trauma. The pain was felt even when the device was off, even when the device was off for extended time. She used the device yesterday for good therapy coverage in her leg. There were high impedance measurements of greater than 4,000 ohms and then some had ¿?¿ marks. Therapy impedances were done and still ¿?¿ marks. The voltages were increased to 3v and impedances were still ¿?¿ marks. Contacts 2-3 at 1.9v were used for therapy. The company representative confirmed that no other tests were done. The patient was getting good therapy so there was no need to change programming. It was determined that there were no obvious malfunctions in regards to the patient experiencing pain when the device was on and off. The patient was referred to her doctor to determine another reason/source of her pain.

Manufacturer narrative:
Concomitant: product ID 748951, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 748951, serial# (B)(4), implanted: 2005-(B)(6), product type extension, product ID 3998, lot# j0555047v, implanted: 2005-(B)(6), product type lead. (B)(4).